Event description:
It is reported leakage. Event details: the patient was admitted to the hospital for chemotherapy for a malignant stomach tumor. When using a 10 ml pre-filled implanted port to flush the tubing, the piston became disconnected from the syringe handle, causing fluid leakage and rendering the device unusable.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market.

Manufacturer narrative:
A device history record review was completed for provided material number 303537, lot 5066514. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Visual inspection for the retain samples were performed and no quality issues were detected. There are no samples and no pictures, so the investigation of the samples cannot be carried out. In conclusion, the root cause of this complaint defect cannot be confirmed. The factory will continue to monitor and track the trend of this defect complaint.

Event description:
No additional information provided.